Event description:
One touch ultra meter was reading inaccurately high. The senior medical affairs specialist mailed a letter on march 23, 2006, since the reporter could not be reached. The patient obtained a 277 mg/dl on the reported meter, while acting forgetful and starting to repeat herself. No actions were taken following the use of the meter that would affect her blood glucose level. She was taken to the hospital one hour later and a venous lab result of 40 mg/dl was obtained. She was administered glucose and graham crackers as treatment. No further information was provided. It would have been helpful to know patient's medication regimen, testing frequency, when she developed symptoms, other results obtained from the day of concern, and meals eaten on the day of concern. The customer care advocate (cca) verified that the unit of measurement and calibration code were set correctly. The patient was correctly applying the sample to the test strip and correctly cleaning the puncture area. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The cca was unable to walk the patient through quality control testing, as the control solution had required. The meter, test strips, and control solution were replaced. This complaint is being reported due to the fact that the patient obtained an elevated blood glucose result, experienced symptoms, and an hour later received glucose treatment for hypoglycemia.